Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple occlusion alarms occurred. The customer's blood glucose (bg) level was 452 mg/dl and had trace ketones. Water was consumed to address the bg level. A system check was performed and the pump performed as intended. The customer declined to remove their infusion set site to inspect for any damage. The customer reconnected their current supplies and resumed insulin deliveries. Tandem technical support (cts) educated the customer in regards to occlusion alarms. Additionally, it was reported that the customer received an inaccurate fill estimate after filling their cartridge with 250 units of insulin. The customer's current insulin gauge displayed 50 units. Cts informed the customer that the current insulin gauge will decrease once the amount of insulin inside the cartridge reaches 50 units. The customer declined to reload their cartridge in order to troubleshoot the issue.